Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Doi: (B)(6) 2006 - dor: (B)(6) 2012 (left hip). Doi: (B)(6) 2007 - dor: (B)(6) 2012 (right hip).

Event description:
Litigation papers allege the patient suffered extreme pain in his hip, causing difficulty ambulating and sleeping. It is further alleged the patient will be required to undergo a painful revision surgery. Plaintiffs preliminary disclosure form was received which identified part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.